Manufacturer narrative:
The insulin pump was unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform the excessive no delivery test due to prime anomaly. Device powered up properly after battery installation. It was received with operating currents within specification. No unexpected low battery alarms noted. Device had cracked case at display window corners and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the battery on the insulin pump had to be changed every 2 days. The customer also stated that the insulin pump has alarmed no delivery with the last two infusion sets used. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. Customer checked the cannula which was not bent. Customer reconnected at the quick release and run an additional fixed prime and received a no delivery alarm. Customer was advised the set might be occluded. During troubleshooting for battery life, it was verified that no actions that can drain the battery are being done such as excessive button pressing, daily rewinds, use of backlight or vibration mode. Blood glucose value was 13.4 mmol/l. Customer requested the insulin pump to be replaced. The device was replaced and returned for analysis.